Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the next of kin did not know if the auto mode feature was in use at the time of passing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away on (B)(6) 2018 at home. The cause of death was unconfirmed, but the caller believed it was from diabetic ketoacidosis. The caller stated that the customer had issues with their hips prior to passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller declined to return the insulin pump for analysis. Frn- model unknown ¿ reservoir; ozo- mmt-7020-sensor.